Event description:
It was reported that syringe 0.3ml 30g 8mm 10bag 500 EU safety cap broke. The following information was provided by the initial reporter: safety cap breaks off completely when opened.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the photos provided. Four photos of a 0.3ml bd insulin syringe from lot# 0013125 were provided. The customer reported that the safety cap breaks off completely when opened. The photos were examined, and it was observed that the needle hub/shield assembly was separated from the barrel. No damage to the barrel tip was observed. A review of the device history record was completed for batch # 0013125 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received. As per manufacturing: CAPA pr1630423 has been opened to address this issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 30g 8mm 10bag 500 EU safety cap broke. The following information was provided by the initial reporter: safety cap breaks off completely when opened.